Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not detected on bus. A field service engineer (fse) inspected the station to verify the reported failure. Main matrix drawer 6 was found to be off bus and unrecoverable. The issue was diagnosed as a partial unseat of the matrix drawer controller. It was noted that the station was newly in service. Additionally, fse found loose cable connections on the commsled medcart and tightened all connections to prevent future issues. Tested operation in application and hardware test application diagnostics with no issues noted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed and not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.